Event description:
A battery/no power issue was reported with the adc device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer was unable to self-treat had contact with a healthcare professional who provided glucose tablets as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre reader and correct cable and adapter was part of the kit pack were reviewed and the dhrs showed the freestyle libre reader and correct cable and adapter was part of the kit pack passed all tests prior to release. The returned reader was investigated with retained strips. Visual inspection has been performed on returned reader. No issues were observed. Reader powered on with button depression. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section h10 - addtl mfg narrative was incorrectly documented in initial report. The section h10 - addtl mfg narrative has been correctly updated.

Event description:
A battery/no power issue was reported with the adc device. A customer reported being unable to test due to the reader not powering on with button press or test strip insertion. As a result, customer was unable to self-treat had contact with a healthcare professional who provided glucose tablets as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.